Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the rca. Clinical events committee have adjudicated that the patient suffered an mi approximately (B)(6) months post index procedure. It is also reported that patient death occurred on the same day. Cause of death septic shock, chronic obstructive pulmonary disease and pneumonia. Investigator has indicated that the patient death was unrelated to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (mi and death). (B)(4).